Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Atrial tachycardia/atrial fibrillation episodes recorded on (B)(6) 2016 with apparent noise oversensing seen on both the atrial and ventricular channels. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem during the implant procedure. The ventricular lead exhibited failure to capture and sensing problem. The atrial lead exhibited oversensing with noise. The device was explanted and replaced. The leads were reconnected to the new device with all measurements within normal range. No patient complications have been reported as a result of this event.